Event description:
The reporter indicated that during a routine pacemaker replacement, the subject atrial lead was not sensing. However, it then began to sense and capture. The lead visually appeared to have outer insulation degradation. The lead was capped and replaced.